Event description:
My pediatrician recommended that we buy a bedwetting alarm for our (B)(6) year-old daughter. On his recommendation, we got the malem ultimate alarm from bedwetting store. It arrived and we started using it the same night. But the product does not quite function safely. It requires a sensor to be connected to my daughters underwear which I did and placed the alarm on her t-shirt. But she complained that it is hot. It was hot. Not very hot, but hot. How can a small product like this make so much heat? I thought it¿s a defective battery and changed them but same thing is happening over and over, even after changing 3 sets of batteries. It can¿t be used with so much heat. It will hurt my daughter.